Event description:
The customer reported that they were hospitalized for high bgs. Bgs were treated with a bolus. Troubleshooting was performed. The programming and histories on the pump were correct. However, it was found that the cannula was bent. Also a self-test was performed and the pump had an alarm.